Event description:
Mobi-c p&f us : possible allergic reaction. Patient called and left a message about a possible allergic reaction to a mobi c that she has. Additional information received on august 30th 2017: the patient reported during a phone call that she was experiencing pain in the upper back/neck/shoulder areas. The surgeon thought the patient¿s pain may have been caused by a pinched nerve. The patient had shoulder surgery in 2005 and has had pain from a pinched nerve for the last few years. When the pain began to intensify and when all other therapies did not relieve the pain, that is when they decided to do the cervical surgery with the mobi-c implant on (B)(6) 2015. Approximately 2 weeks after mobi c implant, the patient was experiencing severe pain in the upper back/neck/shoulder areas. The patient underwent a CT scan, however, the scan did not show a pinched nerve. The surgeon thought the implant was hiding the pinched nerve because he told the patient her symptoms were of a nerve being pinched and he felt certain that it was a pinched nerve. The patient was put into traction to hopefully alleviate the pain and the pinched nerve. The traction did not help. By january 2016, the patient experienced swelling in the upper back and neck areas and broke out in a rash on her chest. The surgeon suggested the patient go to the mayo clinic where they would be able to do in-depth testing. All of her tests with these individual doctors came back normal. The last physician the patient went to see was an allergist. This doctor looked at her and immediately indicated he believed she was experiencing an allergic reaction to whatever metal is in the mobi c. The allergist ordered a patch test. This is a test that requires a sample mobi-c implant. Since the patient remains implanted, the surgeon¿s office requested the sample from the zb/ldr rep which was delivered to the surgeon¿s office. The patient stated she felt as though the mobi-c implant surgery was a success. She was able to move her neck and felt fine from it. Additional information received on september 5th 2017: the reference and lot number of the implant was reported by the patient. Additional information received on september 19th 2017: the patient had the patch test done with the piece received from the neurosurgeon. The patient did have burning and itching from the metal after two days. Additional information received on september 21st, 2017: at 8:30 mt, (B)(6) had a conference call with dr. (B)(6), neurosurgeon to patient, (B)(6). (B)(6) spoke on the composite metal makeup of the mobi implant. They hung up the call with dr. (B)(6) advising him they would follow up with an email of the mobi composition. Additional information received on september 26th 2017: the patient confirmed that she did have an allergic reaction to the mobi c disc sample after seeing her allergist. Additional information received on november 14th 2017: the patient had been allergy tested for the titanium to replace the mobi c disc and had no reaction to that. She also had an appointment with another neurosurgeon, (dr. (B)(6). He said he wasn't sure if the mobi-c could be removed safely. The patient was very upset with this whole situation and was going to shands research hospital to see if they can help. Dr. (B)(6) (original neurosurgeon) seemed bothered that the patient contacted zimmer biomet. Additional information received on october 23rd 2018: the patient reported that she had a mobi-c disc placed in my neck in october of 2015. She had many complications and later developed a delayed hypersensitivty reaction to it. She have been seen by 5 neurosurgeons to have it remove, all of whom refused to remove it. They suggested she sees the doctor who originally put it in, but he has retired. Information received on november 13th 2018: no information concerning the allergic test results could be confirmed by a medical point of view. Moreover, it was advised to the reporter to no longer correspond with the patient. Therefore, no additional information, such as the current patient's health status or the possible revision procedure, was obtained. Several attempts were made to collect information from the neurosurgeon, dr. (B)(6), about the patient's symptoms, the allergy test results or a possible revision procedure. Yet, no answers were received.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Date of report, event, MFR site, report source, if follow-up, what type, and device evaluated by MFR, were updated. The product was not returned. Apparently, the patient is still implanted with the reported product. At least, no information about a revision procedure has been reported yet. Therefore, no product evaluation could be performed. Several attempts were made to collect information from the neurosurgeon, dr. (B)(6), about the patient's symptoms, the allergy test results or a possible revision procedure. Yet, no answers were received. No information concerning the allergic test results could be confirmed by a medical point of view. Moreover, it was advised to the reporter to no longer correspond with the patient. Therefore, no additional information, such as the current patient's health status or the possible revision procedure, was obtained. From the information provided based on the zper, the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. Given the limited amount of information received, the root cause is unknown with the most likely hypothesis of unawareness of allergies in relation to one of the constituents of the device. An allergic and tissue reactions to the implant materials is clearly stated as a cervical arthroplasty risk in the side effects in the instructions leaflet. Root cause: unknown with the most likely hypothesis of unawareness of allergies in relation to one of the constituents of the device. If any additional information was received that may help to drawn a conclusion for this investigation, this case will be re-opened and re-evaluated.

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Still implanted.

Event description:
Mobi-c p&f us : possible allergic reaction. Patient called left a message about a possible allergic reaction to a mobi-c that she has. Additional information requested.